Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed that the atrial lead was exhibiting noise leading to inappropriate automatic mode switch episodes and low lead impedance. Noise was observed during isometrics. The atrial lead was capped and replaced on (B)(6) 2019. The implantable cardioverter defibrillator was replaced to avoid additional procedure. Patient was stable post procedure.